Manufacturer narrative:
A burr was returned for evaluation. The returned burr assembly was evaluated and visual inspection identified significant axial fractures through the adapter body, to the outer sheath. A contact point on a section of the sheath at the end of the tube coupled with corresponding debridement of the inner tube opposite the contact point was observed. All indications point to excessive lateral load during device rotation. The devices were inspected dimensionally and found to meet design requirements. Functional inspection was performed and the inner burr rotated freely within the outer sheath, no friction was felt in the unloaded condition. A review of the device history record was performed which confirmed no inconsistencies (B)(4). After the evaluation a root cause could not be determined. The company will continue to analyze additional complaints as they are reported. (B)(4).

Event description:
During a knee procedure it was reported that the blade was shedding. The joint was irrigated to remove the shavings. No patient injury, delay or complications reported.